Manufacturer narrative:
Product complaint # (B)(4). Patient code: not applicable (3189) used to capture medical device removal.

Event description:
No allegation for implant bearing wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "revision total hip replacement using the s-rom femoral component" written by hugh p. Chandler, md, douglas k. Ayres, md, raymond c. Tan, ms, lars c. Anderson, bs, and ashok k. Varma, md published by clinical orthopaedics and related research number 319 pp. 130-140 1995 was reviewed. The article's purpose to present authors' experience using a proximally porous-coated, modular femoral prosthesis in very complex revision total hip arthroplasties that often included major femoral reconstruction using structural allografts. Data was compiled from 52 revisions in 48 patients utilizing srom prosthesis between 1989 to 1992. Average age of patients was 60 all had difficult problems including average of 3 previous hip operations and previous resection arthroplasty for deep sepsis. Surgeons cemented the sleeve to structural allografts in 14 hips and 1 patient had cement utilized with the stem. The majority of patients had cementless femoral components implanted. Depuy products utilized: srom prosthesis hip system and mop bearing surfaces, cup fixation screws adverse events: pain (thigh, groin, and hip locations), loose acetabular cup (treated by revision), dislocations (treated by closed reductions and revisions), heterotopic ossification limiting range of motion (treated with surgical intervention), loose femoral component (treated by revision), infection(treated by revision), post op femoral fracture (treated by revision), re-revision revealed poly wear with poly debris but no metallic fragments, during a re-revision metallic debris is "noted around the metal shell and anchoring screws of a loose acetabular component" the article does not provide adequate information to determine accurate quantities.